Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, it was noticed a plastic part of handle was missing. The missing part was not found. Another device was used to complete the procedure without incident.